Event description:
The user facility reported a 51-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The patient experienced multiple complications during impella cp support. It was noted that the impella flows were lower than expected up until explant. Multiple support levels were utilized, however the flows remained below expected results. It was further documented that the patient had oozing around their access site at the start of support. Manual pressure and femstop were applied to treat the oozing. Heparin and aggrastat were temporarily halted in response to condition. The following day, the patient's impella leg had no pulse and the skin was mottled. The pump was explanted and the patient was escalated to impella 5.5 support. A fasciotomy was performed and clot was removed from the femoral artery. Flow was restored to the level of the calf, but tissue death was present. Heparin was reintroduced due to clot burden in distal right leg. Support continued with the newly implanted 5.5 pump following the intervention.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.